Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for evaluation with blood port and adapter caps attached. The fibers were tinged with blood, and blood was present in the header caps, which are normal characteristics as the device was used in treatment. There was no evidence of blood noted on the outside of the fibers or on the exterior of the housing. No damage or irregularities were noted on the returned sample. The sample was subjected to laboratory external leak testing as well as bubble point (internal leak) testing. No leaks were detected. The dialyzer was then subjected to destructive disassembly for further visual examination, and no damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Upon completion of testing, the complaint could not be confirmed. Once dialyzer product is exposed to a pos-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred immediately at the start of hd treatment. The blood leak was reported to be both internal and external. Blood was visually observed at the hansen connection, and blood was also noticed on the floor. Blood test strips were used, and they tested positive for the presence of blood. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. There was no physical damage or defect seen on the dialyzer. Fresenius bloodlines were being utilized for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred immediately at the start of hd treatment. The blood leak was reported to be both internal and external. Blood was visually observed at the hansen connection, and blood was also noticed on the floor. Blood test strips were used, and they tested positive for the presence of blood. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alarm. There was no physical damage or defect seen on the dialyzer. Fresenius bloodlines were being utilized for the treatment. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was available to be returned for evaluation.